Event description:
It was reported that the left ventricular (lv) lead dislodged and had no capture. The lead was turned off, then subsequently explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead (B)(6) 2013 6935m62 implantable tachy lead (B)(6) 2013 dtba1d4 implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).